Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the no image condition/cable failure is due to unexpected stress applied to the cable by user¿s handling . As stated on the instructions for use and as a preventive measure: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The evaluation confirmed the device has no image on the screen due to a defective video cable. The device was repaired and returned to the customer. The device was purchased on march 13, 2018 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus service center (oci) was informed that the 4k autoclavable camera head "does not produce any image when plugged into camera controller. Other devices were plugged into the same controller with no apparent issue. This problem appears to be isolated to the one camera." There was no patient injury, harm or involvement reported to olympus.